Event description:
It was reported that the device was fractured. The stenosed target lesion was located in the right coronary artery. A 5-in-6 guidezilla 145 was selected for use. During the procedure, it was noted that connection part of the catheter was fractured. The device was removed without any intervention and the procedure was completed with another of the same device. No complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube at 65.5cm from the handle and the collar is separated. Microscopic inspection revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. The stenosed target lesion was located in the right coronary artery. A 5-in-6 guidezilla 145 was selected for use. During the procedure, it was noted that connection part of the catheter was fractured. The device was removed without any intervention and the procedure was completed with another of the same device. No complications reported.